Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced as the implant was not longer inflating. During surgery, device fluid loss was noted; however, the source of the leak was not identified. No patient complications were reported.